Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge (alarm 29 - motor cart range low) occurred during the load process. The customer's blood glucose level was not impacted. Reportedly, a new cartridge was loaded successfully to address the event.